Event description:
It was reported that when using the bd pyxis¿ medbank tower, the machine at the pharmacy was not syncing. The customer stated that malfunction data synchronization failure occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint(s) history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the machine was not syncing. A technical support specialist tss stated that remote access had been established, and an error was found on the application service provider component. The tss added that the machine had been restarted, the application service provider synchronization had been restarted, and the controller on myqlink had also been restarted. The tss confirmed that the machine was syncing afterward and the issue was resolved. The system functioned as intended after technical support specialist verified the issues.